Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'key pad not working' which was confirmed during evaluation of the device. The reported symptom was found to be caused by a defective keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced second horizontal row, starting with the power button, had no response from keypad. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.